Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient is trying to charge their ins battery, but it is not taking a charge. The patient stated the controller displays screen 16. The patient stated she met with someone who works for their healthcare provider (hcp) and he could not get the battery to take a charge either. It was reviewed to optimize the recharger antenna position on alert screen 50. Passive recharge mode was also reviewed and the patient said she has been doing the passive recharge mode for several hour for several days and it won't go past this. The patient was redirected to follow up with their hcp. No further complications were reported. No patient symptoms were reported.